Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. The IFU states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component (rlt231214j/18053200) was advanced and angiography was performed. However, the left external iliac artery became an accordion shape due to the patient tortuous anatomy during device insertion and the angiography could not reveal the ostium of the left internal iliac artery. The proximal part of the trunk-ipsilateral leg component was deployed and angiography was performed again. The left internal iliac artery was not visible. Therefore, the physician deployed the ipsilateral leg of the trunk-ipsilateral leg component with pushing up. Then a contralateral leg component was deployed in the right side. The procedural angiography revealed that the ostium of the left internal iliac artery was covered unintentionally and the left internal iliac artery was displayed with a delayed manner. The procedure was concluded without further treatment. The patient tolerated the procedure.